Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire (ptfe) polytetrafluoroethylene coating peeling could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information was not provided by the customer to help with this investigation. Additional information stated the "green coating coming off the wire", therefore it is possible that the user backloaded the guidewire through the introducer causing the ptfe to peel. The introducer supplied with the guidewire is intended to be front loaded through the hub of the introducer, stryker does not recommend backloading the guidewire through the distal end of the guidewire due to risk of guidewire damage. An assignable cause of handling damage will be assigned to the reported ¿guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the subject guidewire green coating coming off the wire. No additional information is available.

Event description:
It was reported that the subject guidewire green coating coming off the wire. No additional information is available.